Event description:
It was reported to boston scientific corporation that a captivator round snare was used inside the colon during an endoscopic polypectomy procedure. According to the complainant, during the procedure, the snare failed to extend from the catheter. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed reportable based on the investigation results: flare detached.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Investigation result of flare detached. Investigation results: visual evaluation of the returned device found the flare detached. Evidence of the flare manufacturing process was present. Functional testing could not be performed due to the flare detachment. The complaint was confirmed; the flare detachment prevented the snare loop from actuating. However, flare detachment is contrary to what was originally reported. The review and analysis of all available information failed to indicate the root cause of this complaint.